Event description:
The customer reported on (B)(6) 2013 at 7:32 am she activated a new pod her blood glucose and insulin history is as follows. At 12:33 pm, the pod was deactivated and she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported a bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.